Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer had fiber optic errors. The fse could not duplicate the error but the log files have multiple fiber optic sensor errors. The fse replaced the fiber optic assembly and checked that the operation works as designed. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure alarm while the iabp was in use on a patient. No adverse event has been reported. No other patient information was made available.